Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-21592, related manufacturer reference number: 2017865-2022-21593, related manufacturer reference number: 2017865-2022-21595. It was reported that a patient presented in-clinic. Upon examination, the patient's implantable cardioverter defibrillator system was found with device pocket wound dehiscence, along with infection and redness. The patient was put on antibiotics. No additional intervention was reported. The patient was in unknown condition.